Event description:
A stryker core micro drill was sent in for repair due to overheating during a procedure. There was no adverse consequence and no procedure delay was reported.

Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed corrosion damage to the motor, bearings and other component parts. The culprit parts were replaced and the device was repaired and returned to the customer.